Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed errhwbleu and err8. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted but failed due to perpetual rebooting. The receiver was opened for further evaluation and moisture damage was confirmed with the red sticker indicator. The reported event of an error icon display was not confirmed. The root cause could not be determined.